Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was opened up and inspected and found the ultra-cap of the hybrid board was cracked open and leaked electrolyte onto the adjacent circuitry causing the ventilator to not power up. Carefusion replace the hybrid board to address the reported issue.

Event description:
It was reported to carefusion that the unit would not power up on any power source. While in service, it was discovered that there was a leakage of electrolytes. This reported issue was discovered while in service, therefore there was no patient involvement.